Manufacturer narrative:
No motor error alarm, low battery or rewind anomaly noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple issues. The customer's blood glucose value was unknown at the time of the event. It was reported that the insulin pump had occasional motor errors every month, had to change the batteries more often, and the insulin pump was louder during rewinding. The device will not be returned for analysis.